Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned loaded in the rotalink burr. The rotawire couldn't be removed. The rotawire was inspected and it was found kinked in the middle of the device near to proximal section of the rotalink. The overall length couldn't be measured due to the device condition that it was loaded in the rotalink. All other dimensions are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12042. It was reported that the burr became stuck on the wire. Vascular access was obtained via the posterior tibial artery using a 4f 45cm length sheath. The 150mm long, totally occluded target lesion was located in the right superficial femoral artery. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected to be used. During procedure, after the standard procedure of mixing heparinized saline with a half vial of rotaglide, it was noted that the burr stalled and became stuck on the rotawire, at about 2 minutes of the procedure. Both the burr and rotawire were removed as a unit from the patient's body. The procedure was then completed with the same burr and a new rotawire. Angioplasty was done thereafter. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-12042. It was reported that the burr became stuck on the wire. Vascular access was obtained via the posterior tibial artery using a 4f 45cm length sheath. The 150mm long, totally occluded target lesion was located in the right superficial femoral artery. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected to be used. During procedure, after the standard procedure of mixing heparinized saline with a half vial of rotaglide, it was noted that the burr stalled and became stuck on the rotawire, at about 2 minutes of the procedure. Both the burr and rotawire were removed as a unit from the patient's body. The procedure was then completed with the same burr and a new rotawire. Angioplasty was done thereafter. There were no patient complications reported and the patient's condition was fine.